Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Territory business manager states the recalling mechanism is warped out there. This feature will not work.